Manufacturer narrative:
The investigation concludes that an operator splashed negative vitros anti-hiv 1+2 control fluid in their eye while handling the product. The root cause of this event is most likely user error. The warnings and precautions section of the vitros immunodiagnostic products anti-hiv 1+2 controls instructions for use (IFU) state: "warning: potentially infectious material. Handle as if capable of transmitting infection. The vitros anti-hiv 1+2 controls 2 and 3 contain hiv antibody positive plasma obtained from donors who were tested individually and who were found to be negative for hepatitis b surface antigen (hbsag), and for antibodies to hepatitis c virus (hcv), using FDA approved methods (enzyme immunoassays, eia). The hiv antibody positive plasma has been heat treated to inactivate viruses."

Event description:
A customer reported that an operator splashed vitros immunodiagnostic products anti hiv 1+2 negative control fluid into his eye while handling the product. This event constitutes biohazard exposure. There was no allegation of operator harm as a result of this event. (B)(4).